Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). Then, (B)(4) found detached bending section, excessive broken fibres, and leak from bending section. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that when the scope was being withdrawn from the patient and it caught on something and became stuck, the broken distal end caught within the sheath and would not allow the surgeon to retract the scope. The scope and sheath were removed from the patient together and the surgeon separated the sheath and scope once outside the patient. The procedure being performed was a laser kidney stone fragmentation, the procedure was abandoned because of medical reasons but also because the scope had jammed while the surgeon was repositioning. The procedure was not completed.